Event description:
It was reported the patient was not able to adjust stimulation and a ¿call your doctor¿ icon with a power on reset (por) message was displayed on the patient programmer and recharger. When the patient was going to recharge, they saw the information por on both the recharger and the programmer. The por was able to be cleared with the programmer and they were currently charging the ins. The patient saw a warning por screen on the recharger.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 77a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).